Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the liberte sds and stent were received. There was crystalized contrast in the inflation lumen. The stent was between the markerbands on the tightly folded balloon. There were damaged struts in the first two proximal rows. The struts were lifted, stretched and bent. The remainder of the stent was undamaged and the position of the distal end of the stent confirmed that the stent did not dislodge from its as-manufactured position on the balloon. There was damage to the mouth of the distal tip of the sds. There was no evidence of any product quality deficiencies contributing to the stent and distal tip damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The index procedure treated the de novo, 80% stenosed 20mm in length target lesion located in the calcified and mildly tortuous left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm non bsc balloon and an attempt to cross the lesion with a 3.0x24mm liberte bare stent, but the lesion could not be crossed. The physician decided to pre-dilate the lesion again and removed the stent. Resistance was noted during removal of the stent delivery system. When the stent was removed, the nurse noticed that the struts of the stent were broken and the proximal part of the stent looked like a small brush. The procedure was completed with a different device. Residual stenosis was near 0% with timi 3 flow. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The index procedure treated the de novo, 80% stenosed 20mm in length target lesion located in the calcified and mildly tortuous left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm non bsc balloon and an attempt to cross the lesion with a 3.0x24mm liberte bare stent, but the lesion could not be crossed. The physician decided to pre-dilate the lesion again and removed the stent. Resistance was noted during removal of the stent delivery system. When the stent was removed, the nurse noticed that the struts of the stent were broken and the proximal part of the stent looked like a small brush. The procedure was completed with a different device. Residual stenosis was near 0% with timi 3 flow. No patient complications were reported.